Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. Sensor kit expiration date is 30-nov-2024. The medical event associated with this case occurred on 09-feb-2025 which confirms the usage of the device beyond the useful life of the device. No additional investigations are required as the device met its specification lifespan. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer initially received recurring unspecified low sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. It is reported that the customer initially self-treated with glucose orally several times. The customer experienced nausea, vomiting several times, seizure, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who obtained unspecified blood glucose readings on a laboratory result and administered intravenous insulin (dose/type unspecified) for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer initially received recurring unspecified low sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. It is reported that the customer initially self-treated with glucose orally several times. The customer experienced nausea, vomiting several times, seizure, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who obtained unspecified blood glucose readings on a laboratory result and administered intravenous insulin (dose/type unspecified) for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.